Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: relative radiolucency of the glenoid suggests severe osteopenia. However, no definite fracture can be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated products and reports. 0001822565-2023-00148-1. Item#00434901213; lot#65538166. 0001822565-2023-00149-1. Item#00-4360-036-00; lot#65356130. 0001822565-2023-01188. Item#00436202000; lot#64390359.

Event description:
It was reported patient underwent a right shoulder revision approximately two (2) weeks post implantation due poor bone quality, dislocation, and fixation of implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Procode: phx. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not release the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports. 0001822565-2023-00149 item#00436003600; lot#65356130. 0001822565-2023-00148 item#00434901213; lot#65538166. Other associated products: item#00436202000; lot#64390359n. Item#47436108300; lot#56672638. Item#0104223033; lot#3021582. Item#0104223042; lot#3127010. Item#47430906125; lot#65267726. Item#47430904601; lot#65157507. Item#47430902501; lot#65553821.